Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to being implanted the implantable cardioverter defibrillator (ICD) was indicating low battery voltage due to the cold. The ICD was not implanted. There was no patient involvement.